Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 400 mg/dl. The customer's nurse educator reported that the customer had tried to treat using the insulin pump but the blood glucose levels did not lower. He stated that she changed the reservoir, but this also did not resolve the issue. The customer was treated via intravenous insulin pump admission. The caller stated that the insulin pump smelled strongly of insulin. The customer reported that the insulin pump had been exposed to insulin with no moisture visible in the device and did not know how the exposure occurred. No delivery alarms were also found in the alarm history. Upon troubleshooting, the insulin pump passed the self test, and the customer was advised to monitor the device. Tubing clamps were sent for the caller to complete troubleshooting at a later time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.